Event description:
It was reported that an intermittent cartridge alarm occurred during insulin delivery. Customer continued to use pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.